Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) hospital . Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an esophageal variceal ligation procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, it was noticed that one of the wires was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an esophageal variceal ligation procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, it was noticed that one of the wires was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 15, 2024: during preparation, it was the cotton suture thread that was fractured.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h11: additional information block a1 (patient identifier), block a2 (age at time of event), block a4 (weight), block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter zip/post code, and initial reporter email), and block h11 have been updated based on the additional information received on november 15, 2024.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h11: additional information: block a1 (patient identifier), block a2 (age at time of event), block a4 (weight), block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter zip/post code, and initial reporter email), and block h11 have been updated based on the additional information received on november 15, 2024. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. The handle was returned damaged, the trip wire was not secured, and it was not pulled up to take up rest of slack. In addition, the suture was returned in good conditions, with seven knots. No other problems with the device were noted. The reported complaint of suture break was not confirmed. Upon analysis, it was found that the handle was damaged and that the trip wire was not secured, and it was not pulled up to take up the slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The device was not also pulled up to take up the slack and the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." This suggests that the device was used in a manner inconsistent with the labelled indications. These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Also, the handle was returned damaged. It is possible that the damage found on the handle occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an esophageal variceal ligation procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, it was noticed that one of the wires was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 15, 2024: during preparation, it was the cotton suture thread that was fractured.